Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported intraoperative post implant of the right ventricular (rv) lead, that the patient experienced asthenia when the right atrial (ra) lead was implanted. Cardiopulmonary resuscitation was performed causing the ra lead to dislodge and fall to the ground. The rv lead also dislodged. The rv lead was implanted again and exhibited high thresholds and damage was suspected. Both the ra lead and the rv lead were attempted and not used and replaced. No further patient complications have been reported as a result of this event.